Event description:
A user facility reported, an intraocular lens (iol) was noted to have a spot on it when opened. There was no patient impact.

Manufacturer narrative:
The product was returned for analysis. One haptic was bent-gusset and distal area against a post of the lens case. The optic was torn on a post of the lens case. A small loose particulate was observed on the optic surface, which would be acceptable per current release criteria. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 09/10/2009 by mail. A completed questionnaire was received on 09/28/2009. (B) (4). (B) (4)